Event description:
Outbound; pt reported had to waste several cadd cassette due to no disposable alarms. This has happened on multiple pumps. Pt does not have lot numbers available. No further details provided.